Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient's vision improved from 20/50 to 20/20, but there was a halo/starburst effect both day and night. The surgeon stated that the current company lens did not cause that issue, yet the reporter had been experiencing it for 3 months. The consumer was afraid to have the second eye fixed, as driving at night would be awful. Additional information has been requested, received and stated the patient had lasik surgery several years ago and noted halos after that, but they resolved with time. It was mentioned by consumer that the surgeon already performed a yag (yttrium aluminum garnet) for a wrinkle/crease. The patient mentioned he just ordered the yellow sunglasses and will let know if they work once they arrive.